Manufacturer narrative:
A ge service representative performed an on site investigation. A faulty cable was found. However, no cable repair or replacement info is available. Though, there have been no reports of pt or staff injury.

Event description:
The customer reported, the system's monitors failed to display images. No report of pt injury.